Manufacturer narrative:
This retrospective pregnancy case was reported by a pharmacist and describes the occurrence of pregnancy with contraceptive device ("pregnancy terminated by elective abortion"), device dislocation ("absence of insert on right/ dislocation of one only insert") and pelvic pain ("pelvic pain") in a female patient (gravida 1) who had essure (batch no. C51341) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's past medical history included adenoidal hypertrophy (adenoids), inguinal hernia and colonoscopy. The patient does not take any concomitant medications. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mental disorder ("deterioration of her psychological status"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (elective abortion on (B)(6) 2016 at 8.5 weeks of amenorrhoea), surgery (abdominal hysterectomy planned for (B)(6) 2017) and surgery (abdominal hysterectomy planned for (B)(6) 2017). On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pelvic pain and mental disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation, mental disorder, pelvic pain and pregnancy with contraceptive device with essure. Diagnostic results: on (B)(6) 2015: unspecified imaging examination: both inserts were well visualized with the radiographic markers, lateralized on left. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 28-apr-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2751 cases. Device dislocation: the analysis in the global safety database revealed 1136 cases. Pregnancy with contraceptive device: the analysis in the global safety database revealed 3175 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: c51341 (production date: 02-may-2014; expiration date: 31-may-2017) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 27-apr-2017: no further information is expected. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and got pregnant terminated by elective abortion, absence of insert on right/ dislocation of one only insert and experienced pelvic pain. An abdominal hysterectomy was planned. All these events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy and there is a risk that the device could move out of fallopian tubes. In addition, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. It is not known whether the right essure device was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later, during pregnancy. Based on the nature of the events, a causal relationship between the events with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This retrospective pregnancy case was reported by a pharmacist and describes the occurrence of pregnancy with contraceptive device ("pregnancy terminated by elective abortion"), device dislocation ("absence of insert on right/ dislocation of one only insert") and pelvic pain ("pelvic pain") in a female patient (gravida 1) who received essure (batch no. C51341). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and mental disorder ("deterioration of her psychological status"). The patient was treated with surgery (elective abortion on (B)(6) 2016 at (B)(6) weeks of amenorrhoea), surgery (abdominal hysterectomy planned for (B)(6) 2017) and surgery (abdominal hysterectomy planned for (B)(6) 2017). On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pelvic pain and mental disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device, device dislocation, pelvic pain and mental disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysterosalpingogram result was absence of right insert; presence of left insert. (B)(6) 2015: unspecified imaging exam - both inserts were well visualized with the radiographic markers, lateralized on left. Most recent follow-up information incorporated above includes: on (B)(6) 2017: correction: the sentence the patient received essure during the first trimester of pregnancy was deleted from narrative. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and got pregnant terminated by elective abortion, absence of insert on right/ dislocation of one only insert and experienced pelvic pain. An abdominal hysterectomy was planned. All these events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy and there is a risk that the device could move out of fallopian tubes. In addition, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. It is not known whether the right essure device was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later, during pregnancy. Based on the nature of the events, a causal relationship between the events with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
(B)(4). The patient's past medical history included adenoidal hypertrophy (adenoids), inguinal hernia and colonoscopy. The patient does not take any concomitant medications. Quality-safety evaluation of ptc: lot number: c51341 (production date: 02-may-2014; expiration date: 31-may-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. On 17-mar-2017: pharmacist reported patient's past medical history includes: adenoids, inguinal hernia, colonoscopy, patient does not take any concomitant medications. (B)(4). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and got pregnant terminated by elective abortion, absence of insert on right/ dislocation of one only insert and experienced pelvic pain. An abdominal hysterectomy was planned. All these events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy and there is a risk that the device could move out of fallopian tubes. In addition, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. It is not known whether the right essure device was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later, during pregnancy. Based on the nature of the events, a causal relationship between the events with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.